Event description:
It was reported to philips that the system's host computer was defective, preventing a full system boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the host pc was operating slowly. Upon troubleshooting actions, the fse performed power restart of the system. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.